Event description:
This was a left-sided, lead removal procedure was conducted in the cardiac catheter lab. An arterial line was in place and fluoroscopy utilized throughout the procedure. The pt had 4 leads total to be extracted (2 rv & 2 ra/implantation date 7yrs prior). The md began prepping the ICD lead with a lld2 and lasing with a 14f sls. During lasing, there was noted drop in the pt's arterial blood pressure. The sls was still in place and not removed. An emergent te was done and a right hemothorax was noted. In coordination with the CT surgeon, the pt was connected to the heart-lung machine retrograde perfusion began. Patient's vital signs stabilized. An angiography revealed a tear in the svs. Pt was transferred to the operating room where a sternotomy was performed, the svc tear was repaired, and the remaining 3 leads were successfully extracted. The pt recovered well and was eventually discharged home. During an internal lhr review, no nonconformances nor material issues were found with the specific sls ii lot used in this case. There were also no reported malfunctions or issues from the physician while using any of the spnc devices during this case. This adverse event did not meet (B)(4) reporting requirements, but did meet FDA's reporting criteria.